Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and the buttons are not responsive. Customer's blood glucose was 172 mg/dl at the time of incident. Troubleshooting found that the alarm cannot be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump had a button error alarm and no esc or act button response due to corroded keypad traces. Unable to verify for failed battery test alarms and unable to perform the functional checks or operating current tests due to no esc and act button response. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.